Manufacturer narrative:
The returned sensor was evaluated. The sensor passed continuity testings. However, visual inspection revealed excessive corrosion at the detector nickel plated copper shield, causing the sensor to malfunction. A service history record review reveals that this unit was in the field for over two (2) years with no previous reported issues prior to this reported event.

Event description:
It was reported that the probe off reading was observed on the philips monitor. Additional information received indicated that the monitor displays measurement values although the sensor was not connected to a patient. No known impact or consequence to patient.